Manufacturer narrative:
Physio-control received communication from the customer which provided evidence that there was no device failure. The issue reported in 0003015876-2019-01917 is not a reportable upon review of this additional information. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device defibrillation was outside of specification. In this state the device may deliver the wrong defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device defibrillation was outside of specification. In this state the device may deliver the wrong defibrillation therapy if needed. There was no patient use reported with the event.